Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00255: stem; 3025141-2018-00256: head.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient in (B)(6) 2016. At some point post op, the head/neck dissociated from the stem. On (B)(6) 2018, the system was explanted.